Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net transmission, non-sustained, rv oversensing due to post-paced t-wave oversensing was observed on the device. Patient did not receive therapy during the oversensing. Some programming changes were made. Further programming changes were recommended. No further information available.